Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The customer's battery may have contributed to the report; our initial testing of the non-zoll battery suggests it was depleted, but we cannot establish cause. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after the first successful shock to the patient, on the second attempt, the user needed to press the shock button several times before the device would discharge, delaying the energy delivery to the patient by about 5 seconds. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.